Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer's blood glucose level had no adverse impact. Customer reverted to alternate method of insulin therapy.